Manufacturer narrative:
Specific patient information with regard to the number of patients affected, age, gender or weight was not provided. The patients required re-treatment of the root canal. The patients may also have required a tooth extraction for treatment; however, the doctor was not definitive as to which specific treatment option was provided. The doctor reported that he re-treated each of the patients. To date, the patients are doing fine. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that after root canal treatments with realseal patients required re-treatment.